Event description:
Insulin syringe safety glide mechanism fell off during activation. Insulin was administered prior to safety failure. No needle sticks occurred from the malfunction. Manufacturer response for syringe insulin 1ml, syringe insulin 1ml 31gax0.25i (per site reporter). Sent event details to the vendor, now waiting for them to send the event details to the manufacturer.